Event description:
The customer reported the battery be replaced. There was no allegation of a product malfunction; however, a product malfunction was indicated by the request of the battery replacement. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.